Event description:
A report was received that the patient underwent a pocket revision and was reportedly doing well after. Reason for revision is unknown.

Event description:
A report was received that the patient underwent a pocket revision and was reportedly doing well after. Reason for revision is unknown.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision due to physician¿s preference wherein the ipg was replaced.